Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that this pcu had a damaged right iui connector and a depleted battery. Replaced both iui connectors and reconditioned battery. Performed preventative maintenance, passed all tests. Although requested, further information was not provided.